Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving constant check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) has not yet been returned for eval. The reported problem (constant check therapy electrode alarms) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the electrode belt and completion of the device eval. No adverse event resulted as a result of the reportedly defective electrode belt. The patient was issued a replacement electrode belt.